Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been experiencing high blood glucose. Customer woke up with 415 mg/dl blood glucose, then it came down to 313 mg/dl, then 272 mg/dl. Blood glucose then went up to 324 mg/dl and 414 mg/dl. Customer was frequently urinating. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer will not be returning the device for analysis.